Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2020. The following information has been received. A nurse was using the reservoir incorrectly, so drainage could not be done. There was no problem with the product. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The following information has been requested and obtained. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. What is the lot number, no further information is available. Did the reservoir function properly upon first activation? No further information is available. If no, how many reactivation were performed when issue was noticed? Was another reservoir used to correct the situation? No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2020 and a reservoir was used. After surgery, in the ward, drainage could not be done. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.